Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was experiencing numerous diverted episodes. During a clinical shock the charge time was 24.01 sec, the impedance 10 ohm and the charge time out fc 5. Due to the low impedance, the physician elected to perform an invasive procedure to replace the ICD and endokak lead. A new ICD and endotak lead were implanted.